Event description:
It was reported that a device issue occurred, and additional intervention was required. A significant lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.00 x 16mm synergy xd drug-eluting stent was selected for treatment. However, while advancing the stent through the aortic arch, approximately 6 inches of the distal portion of the stent delivery system broke off from the shaft and became lodged inside the patient. After an additional six hours, the device fragment was successfully retrieved intravascularly with a snare without the need for open heart surgery. The procedure was aborted after retrieving the device fragment and the patient was transferred to the ICU. Follow-up indicated that the patient has been extubated and is recovering. Per the physician, no further complications are expected, and no other issues were reported.